Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 30.6 mmol/l. The customer treated with the syringe. Troubleshooting was done for high blood glucose. The drive support cap appears normal. Customer had been using insulin pump system within 48 hours of reported high blood glucose level event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege insulin pump was under delivering. The reservoir will not be returned for analysis.